Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was unresponsive, a cartridge alarm 25 occurred, and multiple temperature alarms occurred. Additionally, it was reported that the touchscreen was lighter on one side. Reportedly, customer got the pump wet while playing in the creek and reported water damage on the touchscreen. Customer's blood glucose ranged from 202-285 mg/dl. Customer reverted to manual injections.

Manufacturer narrative:
The failure investigation has been completed and the temperature alarm issue was verified. The alarm 25 was verified in the verified in the pump logs; however, no failure was identified. The touch screen issues could not be verified; however, a different issue was identified (malfunction alarm).